Event description:
It was reported that during a laparoscopic gastric bypass, the surgeon was stapling the small bowel with a stapler. At one point during manipulation of the small bowel, a 5mm disposable babcock was introduced into the jaws of the stapler. The stapler misfired and would not release from the tissue. The surgeons then opened the pt to release the stapler and safely completed the operation.